Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer received inaccurate fill estimates after loading multiple cartridges with insulin. Reportedly, the cartridge was filled with 180 units of insulin. Customer reported a blood glucose level of 120 (mg/dl). It was confirmed that the customer will continue using the pump until the replacement pump arrives.